Event description:
The customer reported an alarm problem/parameters not changing in the general settings / print is not functioning. No patient involvement was reported.

Manufacturer narrative:
(B)(4).